Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they thought they accidentally turned the device off. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins was turning off by itself and that they did not see the lightning bolt and knew it was off because it therapy was not working. Patient further stated that they might have hit the button to turn it off accidentally but did not know for sure. Reviewed the sync key and how to turn stimulation back on and confirmed that the issue was resolved. No further complications were noted or anticipated.